Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: both of the sheaths accordioned that are included with the kit (B)(4). The snare catheter pulled out of the hub of the clear tuohy (B)(4). Ultimately, the filter was removed and it was a celect platinum filter. The physician felt this was his most difficult retrieval (B)(4). Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from image review: "there is evidence of penetration involving at least the right and left lateral most primary filter feet and a secondary leg towards the left, all extending greater than 3 mm outside of the column of contrast". "On the venogram there is evidence of penetration of several primary and secondary filter legs".

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: image review of a non-us product found perforation of several primary and secondary filter legs. The filter was retrieved, but was reported as the "most difficult retrieval". No harm was reported. The complaints reported gtrs issues and a review of the imaging provided with these complaints demonstrated normal opacification of the ivc. There is no significant filter tilt and the filter feet are located in the infrarenal location with the hook just cranial to the inflow of the right renal vein. There is evidence of penetration involving at least the right and left lateral most primary filter feet and a secondary leg towards the left, all extending greater than 3 mm outside of the column of contrast. There are no filling defects within the ivc filter to suggest retained thrombus. The ivc measures ~20mm in diameter. The next image demonstrates a venogram following retrieval of the ivc filter. There is mild narrowing of the ivc, in the region where the primary filter legs penetrated through the wall of the ivc without evidence of extravasation or flow limiting stenosis. The reason for the penetration of several primary and secondary filter legs cannot be determined, but may result in more difficult retrieval and require more forceful advancement of the sheaths over the ivc filter, thus explaining the "most difficult retrieval" as reported. Lot# was not provided, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.